Event description:
It was reported that the devices were used during a laparoscopic splenectomy. It was reported by the rep that the tsw35 was opened and placed across the splenic artery and vein. The surgeon described closing the clamping trigger until it clicked and locked. The surgeon described the firing stroke as coming to a grinding halt at the half way point. The device released easily off of the tissue. There was no bleeding. The stapler had partially stapled and cut. A second tsw 35 was opened to complete the transection of the splenic artery and vein. The stapler was clamped closed with a click, however, the surgeon reported he was unable to fire the stapler. Clips were then used to complete the division of the splenic artery and vein. The surgeon described the tissue as normal. There was no consequence to the pt.